Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and a battery out limit. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting and stated that she would call back later. The customer reported that her blood glucose level was high at the time of the call and that she would contact her doctor. The insulin pump was not replaced or returned for analysis.